Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 139 mg/dl (compact plus gt meter) and 368 mg/dl (compact plus gp meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the compact plus gp meter. Reference medwatch report with (B)(4) for the compact plus gt meter.